Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vessel dilator loaded onto an 8f peel apart sheath and one sealed safety infusion set was returned for evaluation. Visual and functional evaluations were performed on the returned device. The complaint samples were noted to be bent. The distal end of the vessel dilator was noted to be deformed as the edges appeared jagged. Therefore, the investigation is confirmed for the reported bent issue. However, the investigation is unconfirmed for the reported sheath peeling issue and sheath break issues as no evidence of break or peeling of the sheath was noted upon sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: d4 (unique identifier (UDI) #), h6 (device, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the introducer was allegedly peeled back once it was reached the skin and bent the wire. It was further reported that the introducer was allegedly broken and separated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vessel dilator loaded onto an 8f peel apart sheath and one sealed safety infusion set was returned for evaluation. Visual and functional evaluations were performed on the returned device. The complaint samples were noted to be bent. The distal end of the sheath is deformed as small pieces of the distal end seemed to be missing. Therefore, the investigation is confirmed for the reported bent, fracture and the identified material separation issues. However, the investigation is unconfirmed for the reported sheath peeling issue as no evidence of peeling of the sheath was noted upon sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the introducer was allegedly peeled back once it was reached the skin and bent the wire. It was further reported that the introducer was allegedly broken and separated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the introducer was allegedly peeled back once it was reached the skin and bent the wire. It was further reported that the introducer was allegedly broken and separated. The procedure was completed using another device. There was no reported patient injury.